Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, three electronic photos were provided for review. The investigation is inconclusive for the reported collapse issue, as no consistent photo with the reported catalog number was provided. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post dialysis catheter placement, it was alleged that there is collapsing of the limbs of the dialysis catheters. Treated with cathflow. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (05/2021).

Event description:
It was reported that some time post dialysis catheter placement, it was alleged that there is collapsing of the limbs of the dialysis catheters. Treated with cathflow. There was no reported patient injury.